Event description:
Dm: bd insyte peripheral venous catheter #22. Lot no.: 3145471. Consequence of the event: pain, delay in treatment and multiple puncture for the patient. I don't have photographs or videos. There was no need for medical intervention, only intervention by the nursing team for the reinstallation of dm. There was no blood exposure. The sample is not contaminated. I leave pending the response of the available units of the dm with the information requested from the supply service and what has been collected in the clinical services, a response that I will forward as soon as possible.

Manufacturer narrative:
Material/lot number confirmed. Information populated. Device evaluation: a device history record review was completed for provided material number 38831214 and lot number 3145471. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. As samples were not available for return, a thorough sample analysis could not be completed. Based on the provided feedback, it is possible that this incident resulted from the use of the product. When performing the 360-degree rotation, the catheter may have been pushed forward and transfixed by the needle during puncture. However, without the sample and based on the production history records, an exact cause cannot be confirmed. At this time, further action has not been determined necessary. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. B3. The date received by manufacturer has been used for this field. H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. B3. The date received by manufacturer has been used for this field.

Event description:
It was reported that bd insyte catheter fractured. The following information was provided by the initial reporter, translated from spanish to english: in the first attempt of puncture with teflon #22, it is not possible to cannulate the line and when it is removed, the teflon is fractured from the middle.